Event description:
It was reported that shaft break occurred. A 32 x 3.50 promus elite drug-eluting stent was selected for use. However, during preparation upon removing the inner stylet, the stent delivery device was separated. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 32 x 3.50mm stent delivery system (sds): catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a shaft break located approximately 27cm proximal to the distal tip, at the site of the wire exchange port. Shaft kinks were identified at several locations along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. A 32 x 3.50 promus elite drug-eluting stent was selected for use. However, during preparation upon removing the inner stylet, the stent delivery device was separated. The procedure was completed with a different device. There were no patient complications nor injuries reported.